Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that there was a movement issue with universal surgical manipulator (usm) arm 2 and 3. The customer performed a system reboot and to reposition the usm arm 2 and 3 in other place to resolve the reported issue. Tse confirmed in system logs that error 26015 - wiggle test advisory error, on usm 2 was confirmed. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arms did not move at all. The usm arm did not move in uncontrolled and/or unintuitive motion. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. There was no patient injury as per the information in our possession, as well as the absence of reports from healthcare professionals or other people involved in the post-marketing surveillance process.

Event description:
Refer to h11 for follow-up information.